Event description:
The initial reporter stated that they were able to hear the pump motor and it appeared to be running, but no formula was being delivered. Mmdg made multiple attempts to follow up with the initial reporter, but they were not successful. They did not report any adverse effects to the patient. [Complaint (B)(4).]

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and no nonconformances were found. Because the device was not returned to mmdg for evaluation, no investigation could be completed. This report will be updated if the device is returned to mmdg.